Event description:
It was reported that during a lobectomy procedure, the device was used at the lobar bronchus. After the second firing, a leak was found at the leak test. When the doctor checked the staple line, it was found that the 2 deployed stents were unformed. Additional suture was performed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.